Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter within the tubes. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the customer is afraid that there is again foreign matter in the tubes. "Sst tubes with foreign matter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-apr-2022. H6: investigation summary. Bd received ten (10) samples and a photo for investigation. The samples and photo were reviewed and the indicated failure mode for larger than normal droplets of silica suspension on the tube wall was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of coarse spray pattern was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of coarse spray pattern. However, this is recognized to be an aesthetic defect with no impact on the efficacy of the tube bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter within the tubes. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the customer is afraid that there is again foreign matter in the tubes. "Sst tubes with foreign matter."